Event description:
The facility reported that when the surgeon was putting in the infusion cannula, the surgeon stated it did not feel like it snapped in place. The surgeon adjusted the infusion cannula and decided to proceed with the case. The surgeon then noticed some chemosis of the conjunctiva and a choroidal hemorrhage. The surgeon stopped the case and closed the eye for additional surgery at a later date. Multiple attempts were made for sample return and pt status with no response to date.

Manufacturer narrative:
No sample has been returned for eval. The root cause of the pt event cannot be determined in this investigation.